Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer stated the insulin pump did not alarm. Customer's blood glucose levels at the time of hospitalization 398mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting occured. No additional information was provided.